Event description:
It was reported that the patient had their inflatable penile prosthesis (ipp) explanted. The patient complained of experiencing pain in his penis and scrotum. The physician believes the pain was most likely caused by the device and the procedure however, the exact cause of the pain is unknown. There were no further patient complications reported.